Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was considered that the suggested phenomenon was due to the reprocessing steps recommended in the instructions for use (IFU) not being performed completely due to malfunction of forceps elevator, which made foreign material remain at/around forceps elevator. The IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the following defects were found, forceps elevator wire completely cut off, bending section rubber adhesive detached, connecting tube has a wrinkle, connecting tube scratched, insertion guide protector cut, scope connection cover scratched, grip scratched, forceps channel port shaved, scope cylinder shaved, switched 1 and 4 scratched, universal cord scratched, and dented, scope connector scratched, and low angulation. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned loaner device, foreign material was found in the scope forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no device complaint from the customer. There was no patient involvement, or user injury associated with this event.